Manufacturer narrative:
The customer reported that the central nurse's station (cns) patient identification information disappeared from the screen. The cns was monitoring the zm-500 series. The customer indicated that some were zm-531pa tele devices. No consequence or impact to the patient was reported. Log files were received and sent to nihon koden corporate for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns that were not the devices that experienced the failure. Concomitant medical devices: zm-500 series: (no exact models and serial numbers were provided), zm-531pa's: (no serial numbers were provided).

Event description:
The customer reported that the central nurse's station (cns) patient identification information disappeared from the screen. The cns was monitoring tele devices. No consequence or impact to the patient was reported.

Event description:
The customer reported that the central nurse's station (cns) patient identification information disappeared from the screen. The cns was monitoring tele devices. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) patient identification information disappeared from the screen. The customer indicated that some of the transmitters being monitored at the cns were zm-531pa tele devices, but all were zm-500 series. Nk ts noted that the facility was using a/cgs-9002 (legacy) hl7 software. This suggested an adt issue with interruption of emr/hl7 communication affecting visibility of data on the devices within the nk patient monitoring network. No patient harm was reported. The cns log files were received and sent to nihon koden corporate for investigation. Service requested / performed: troubleshooting: review of the submitted cns log files by nkc did not reveal the reported issue, hence no root cause could be attributed. Investigation summary: the overall risk of this event is determined to be medium. The reported issue does not require further investigation through CAPA process since the cns-9701 is a legacy product and sales for the unit ended in 2011. Also, nkc did not find the reported issue in the logs submitted, so no root cause could be attributed. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: zm-500 series. Serial #: ni.